Manufacturer narrative:
Per good faith effort (gfe) response received 05nov2025, the customer ultimately replaced the display assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was very dim; the brightness level could not be adjusted. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was very dim; the brightness level could not be adjusted. The device had a first-generation liquid crystal display (lcd) installed, and the software version is unknown. The remote service (rse) advised the customer to replace the user interface (ui) assembly with the second-generation lcd installed and provided the part numbers of the ui assembly for repair. The rse also provided the customer with the part numbers of the 6 parts needed to rebuild the current ui assembly for cost saving purposes (ui printed circuit board assembly (pcba), lcd assembly, m2x3 socket hd screw, ui pcba to lcd cable, lcd tray, and nec lcd cable). Device evaluation and repair are pending, and this investigation is ongoing.